Event description:
A customer reported she compared an unknown reading received on her fs lite blood glucose meter to a unknown reading received on a health care provider (hcp) meter. It is unknown if any of the comparisons were completed within ten minutes. The customer also reported the following blood glucose readings received prior to the day of the medical event: 303mg/dl ((B) (6)2010 at 11:34 pm), 225mg/dl ((B) (6)2010 at 8:16 pm) and 235mg/dl ((B) (6)2010 at 4:51 pm). Due to high readings received, the customer reported she changed her diet causing a hypoglycemic event when the customer experienced changes in her vision, seizure, loss of consciousness and a laceration in her tongue. The paramedics were called and the customer was reportedly treated with glucose gel and then transported to a hospital where she was diagnosed with hypoglycemia, and although she reported she had an EKG, a cat scan and a chest x-ray performed, no further treatment for diabetes was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) explained that the hp would have to start over with new supplies. The tsr stressed the importance of making sure the entire patient line is completely free of air and hc displays connect yourself, before connecting the hp. The tsr then assisted the cg with the end therapy early procedure. The cg ended therapy and would start over with new supplies. During a follow up with the hp regarding the air in line, the hp stated that he is not sure where the air in line came from, and verified that he did not notice any loose connection, disconnections or defects on the supplies. The hp confirmed that he notified the nurse of the air in line. Per hp, the hp did not have any injury or harm as a result of this incident. Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention related to the event of air in line was indicated. No further information was provided

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).